Manufacturer narrative:
The issue was investigated in detail by product and installation specialists. The provided photos showed that one side of the bar holding the dcs (display ceiling stand) slid almost out of the rails. According to information from the siemens customer service engineer, it was not possible to tight the bar properly. It was found that the felt cloth on the bar which protects the dcs rails was too thin to grab the rails anymore and so the bar almost slid out. Therefore this bar could not be attached anymore as scheduled. The affected bar was not available for investigation. For further investigation a dcs was mounted in the factory. The bars for the dcs installation could be tightened successfully and shifting of the bars was not possible, neither during lifting of the dcs nor by manual force trying to slide the part. According to the installation instruction (doc-ID: xpd0-100.812.01.02.02) a maximum distance between the bars of 1300mm is required. So it has to be ensured that this distance is not exceeded. As consequence of this case further hints were added to the installation instruction preventively. The updated version (doc. ID: xpd0-100.812.01.03.02; chapter: installation and cabling; page 16-18) was already released in january 2018. The described situation can only occur during system installation. If such an issue is recognized it will be handled immediately and has no impact to the subsequent operation of the system. This report was submitted march 5, 2018.

Manufacturer narrative:
Per email received 03/15/2019 from the FDA, the administration has not received an initial report for the MDR #. Siemens is re-submitting this adverse event report per FDA request. It is assumed that the thin felt cloth is the cause of the incident. Investigation is on-going. A supplemental report will be submitted if additional information becomes available.

Event description:
The installation team reported that a display ceiling stand (dcs) on the luminos agile max system almost fell down during system install. One out of the two bars used to elevate the dcs almost slid out of the rail. The bar was brought back into the position, however, the incident reoccurred. The bar was checked by the team and it was found that the felt cloth wrapped around the bar was very thin and would not grab the rails as specified and would continue to slip out. There are no injuries related to this incident. The incident occurred during system installation and the unit was not yet released for regular hospital operation.